Manufacturer narrative:
Concomitant: product ID 863740, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2012-(B)(6), product type pump. Product ID 8840, product type programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone, bupivicaine and clonidine via an implantable pump. It was reported that during a scheduled pump pocket revision, [see manufacturer report number 3004209178200900910]. It was noted that the catheter had kinked. The catheter was unkinked during the surgical procedure. The etiology was noted to be related to the device or therapy. The outcome was resolved without sequelae (B)(6)-2009.